Event description:
It was reported that during a thyroidectomy procedure, clips not closing completely and scissoring of clips causing cut through. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). (B)(4). Information not available, device not returned for analysis.